Manufacturer narrative:
Preliminary analysis revealed that the issue is coming from the screen or from the flex cable.

Event description:
Reportedly, the problem with the subject programmer is that the screen flickered intermittently and was not responsive to the stylus for use, making the programmer unusable.

Event description:
Reportedly, the problem with the subject programmer is that the screen flickered intermittently and was not responsive to the stylus for use, making the programmer unusable.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the problem with the subject programmer is that the screen flickered intermittently and was not responsive to the stylus for use, making the programmer unusable.